Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. This complaint is associated with a clinical adverse event. Review of the device history record confirmed that the associated pump met all requirements for release. Log file analysis was not conducted since log files were not available. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Review of the magnetic scanner system results revealed normal magnetic data. Dimensional verification revealed that the front preload, rear housing disc curvature, and front housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, driveline infection, aortic insufficiency, and thrombus are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of driveline infection and aortic insufficiency. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that upon doing the vad exchange, the pump pocket of the vad was noted to be infected. Additionally, thrombus was observed which the physician felt was probably related to the vad being near the apex which was removed and cultured during the exchange surgery. The patient also had observed aortic insufficiency which had intervention during the surgery as well.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. This complaint is associated with a clinical adverse event. Review of the vad device history record confirmed that the associated vad met all requirements for release. Failure analysis of the returned vad revealed that the device passed visual examination, dimensional verification and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Review of the magnetic scanner system results revealed normal magnetic data. The reported occlusion event could not be confirmed due to insufficient evidence. Review of the alarm log file revealed three (3) vad disconnect alarms were logged on 06/sep/2024 at 18:30:00, 18:31:11, and 18:32:39, indicating that the controller was powered on without the driveline connected. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, driveline infection, aortic insufficiency, and thrombus are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of driveline infection and aortic insufficiency. Possible clinical factors that may have contributed to t his event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted due to multiple ascending driveline infections, the patient received antibiotics medication, surgical debridement and cultures were performed. The vad was exchanged with the competitors brand. No further patient complications have been reported as a result of this event.